Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was intermittently delayed in responding to presses. At the time of the report with tandem technical support the customer applied more pressure to the wake button to resolve the issue. The customer's blood glucose was 416 mg/dl.